Event description:
I received a covid test in which the swab was out of the wrapper before I walked in the room, I did not see the swab placed in a sterile tube after swabbing and was the only patient pulled into this separate room. I had bad feelings about the entire test and received a positive result. I now am getting retested at a more reliable location through the (B)(6) department of health. They also were charging patients differing amounts between (B)(6). FDA safety report ID # (B)(4).